Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the lead had migrated and the ipg was exhibiting recharge burden. When fully charged, it was unsure if battery provided 24 hours of therapy. As such surgical intervention took place were the entire system was explanted and replaced with new ones. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.